Manufacturer narrative:
The ccc specialist dialed in remotely to the customer's system and reviewed the instrument data. The ccc specialist determined that the result sent to the easylink was above assay range (e521 error). The dimension vista analyzer repeated the test and the result was still above assay range, which was crossed over to the easylink along with the diluted flag (e115 error). The ccc specialist explained to the customer that the e521 error handling rule in the easylink allows the above assay range result to go to an ignore (I) status and does not send a result to the laboratory information system. No result on the laboratory information system should then prompt the operator to check the result. The operator failed to check ctni on the pending status displayed on the laboratory information system. The easylink is performing as intended. No further evaluation of device is needed.

Event description:
The operator of an easylink informatics system contacted a siemens customer care center (ccc). The operator stated that they ran a patient sample for cardiac troponin I (ctni) along with other methods on dimension vista analyzer. The sample was obtained from the patient in an emergency room. The results for all the methods passed to their laboratory information system except for ctni. The laboratory information system displayed ctni on the pending list but the operator failed to check that. There was delay of three hours in reporting of patient result. There are no known reports of patient intervention or adverse health consequence due to the delay in reporting of patient result.